Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire force bipolar broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the force bipolar instrument's energy was not working at the tips. Energy was produced near back of jaws. The procedure was continuing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a spark was observed. There was tissue effect observed while the instrument was in use. The instrument did not collide with another instrument. The procedure was able to be completed using a different instrument.